Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device has not yet been evaluated. The root cause of the event could not be determined from the information available and without device evaluation. When the device evaluation becomes available, a follow-up report will be submitted.

Event description:
On 3/27/2024, it was reported by a patient via email that an arthrex speedbridge implant system was implanted in (B)(6) 2023 during a rotator cuff repair procedure. Last week it was discovered that the rotator cuff repair procedure failed. The patient has reached out to another facility for a second opinion. The patient reported that the surgeon claims in his initial report to have used an arthrex speedbridge implant system. However, the patient reported that the surgeon claims in his final report, regarding repair failure, to have used speedbridge techniques and not actual arthrex equipment or devices. No further information has been reported.